Manufacturer narrative:
As no further information is expected, our investigation is complete. If further information becomes available our investigation will be updated at that time.

Event description:
It was reported that this pacemaker exhibited oversensing of noise on the atrial channel. This pacemaker will continue to be monitored and remains in service. No adverse patient effects.